Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer reset pump, had it off for the night and was able to load a new cartridge to resolve the issue.